Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 360-369 mg/dl. Customer changed pump supplies multiple times. Pump system check was performed with the customer; cause of blockage was not identified. Pump therapy was resumed.